Event description:
Additional information received via email. Event date is updated from unknown to 01-august-2023. There was no patient injury and no medical intervention.

Manufacturer narrative:
Other text: b3, b5 and h6. Health effects, updated.

Manufacturer narrative:
Other text: d4: UDI updated - (B)(4). H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the o2 concentration knob and battery door cracked, the front panel was slightly bent, the case assembly was chipped, discolored and had minor cracks, the input manifold had shifted on the bottom chassis and the patient outlet fitting was chipped. During the functional testing, the tidal test was done and the tidal volume measurements were in spec. The customer reported problem could not be duplicated. The scheduled pm was verified. The cause of the issue was found to be user error and that the device was due for a pm. No action was taken. The device was returned unrepaired per customer request. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: date of event is unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a failed tidal test. Patient involvement is unknown.